Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The physician reported that shocks had been delivered at the time of death. Upon review of the episode several vf, one vt-2 and several non-sustained ventricular oversensing episodes were observed. In all the vf and vt-2 episodes, shocks and atp therapy were delivered. In the last episode the complexes become smaller and intermittent undersensing was noted. If the sensed signals are very small, the threshold start never starts at a more sensitive setting. Return to sinus was detected even though the tachyarrhythmia continued.